Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 4 year and 4 months. The report of red heart alarms and a total loss of external power was confirmed based on the information contained in the log file retrieved from the returned system controller. However, the investigation was unable to attribute the returned system controller to the alarms. The returned system controller was functionally tested and exercised while connected to the equipment in the laboratory and was found to function as intended during the analysis event while supported independently by either power lead. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to a suspected issue with the percutaneous lead (lead). Red heart alarms reportedly sounded when the patient was supported by the power module (with a grounded patient cable) and the patient became lightheaded and experienced dizziness. No alarms occurred while the patient was on battery support. A system controller log file was submitted for evaluation and it's analysis by a representative of the manufacturer's technical services team found two pump stoppage events. The technical services representative arrived on site on (B)(6) 2015 to evaluate the lead and again reviewed the system controller log file. No additional pump stoppages were recorded; however, the log file review found frequent power cable disconnect events. The patient was reportedly lying in bed when the first pump stoppage event occurred a few weeks ago. The patient reported that it took approximately two minutes to switch power sources due to being legally blind and having hand tremors. During the second pump stoppage event, the patient reportedly heard a red heart and a power cable disconnect alarm. Although the log file indicated that there were double power cable disconnects, the patient swore that both power cables were connected during the alarms. The patient reportedly heard power cable disconnect alarms during the event and was confused by them. The system controller was exchanged and it was reported that the patient seemed fine and has experienced no further alarms since switching to the new system controller while supported by the power module, still connected to a grounded patient cable. It was recommended for the patient to upgrade from epc system controllers to pc system controllers for the patient's safety as the patient's vision and dexterity continues to worsen.